Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated creatinine results on one patient. The results provided were: 446 / repeat on a different instrument = 118umol/l. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
The customer observed error code 3382 [unable to process test, internal wash pressure low error r1 pipettor] generated on the architect c4000 (serial number (B)(4)). They also observed discrepant creatinine results. There were no returns provided for this investigation. An abbott field service representative (fsr) was on site and performed the following actions: cleaned the tubing tbg, external hc waste (part number 7-203164-01) and replaced the pump, probe wash, bellow type (rohs) (part number 7-204102-01). A historical review of the architect c400510 revealed no subsequent complaints for discrepant / erratic results reported. A review for similar complaints did not identify any trend for the tbg, external hc waste or pump, probe wash, bellow type (rohs) or the architect c4000. A review of labeling shows adequate information is provided regarding troubleshooting of the issue. Based on this investigation neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended.